Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence and bleeding. It was reported that patient underwent excision of mesh on (B)(6) 2008 due to mesh exposure. It was reported that patient underwent trimming of mesh on (B)(6) 2010 due to erosion. It was reported that patient underwent enterocele repair, vaginal vault suspension, kelly placation and excision of mesh on (B)(6) 2013 due to exposure. No additional information was provided,

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion patient experienced bacterial vaginosis infection and urinary tract infection.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.